Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test 3 times (19.63 psi, 19.5 psi, and 19.75 psi) in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test 3 times (19.63 psi, 19.5 psi, and 19.75 psi)" was not reproduced. Evaluation sent the device for the following flow testing upstream occlusion, ultrasonic sensor us air and downstream occlusion, device passed the testing. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.